Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Customer states that they are not able to read the screen of the enteral feeding pump. No patient was involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed and the customer states ¿they are not able to read the screen of the enteral feeding pump.¿ the unit was triaged and the customer¿s reported condition was confirmed. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.